Event description:
The manufacturer received information alleging display is showing abnormal. After boot-up, the screen is flipping. There was no harm or injury reported. A material only workorder was arranged for shipment of replacement trilogy evo display.